Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. Reprogramming occurred. The ra lead was unable to be re-positioned. The ra lead was cut and explanted to allow venous access for a replacement ra lead. No patient complications have been reported as a result of this event.